Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted and not used for an unknown reason. This lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the attempted not used lead was a right atrial (ra) lead. It was not used due to high thresholds after multiple attempts during the implant procedure.